Manufacturer narrative:
The subject device was sent to olympus for evaluation. During visual inspection, it was confirmed that the package was damaged at the upper right corner. The clear tray was cracked open and the paper cover was lifted from the corner exposing the device's distal end inside. However, there is evidence of adhesive on the tray indicating it had been properly sealed. The new device appeared to be intact and not affected by the impact. The original shipping box was not received with the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the inner and outer packaging on the subject device was damaged when it was received. The device was also broken in the package. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the damaged packaging was due to mishandling of the packaging during the shipping and handling process. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged." Olympus will continue to monitor field performance for this device.